Event description:
The customer reported that when the surgeon activated the bipolar resection, the cord caught fire. There was no injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.